Event description:
It was reported to medtronic minimed that the customer was unable to exit load reservoir process. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Insulin pump was being replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected anomalies or alarms noted during testing. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. During visual inspection, corroded motor home switch was noted. Isolate to motor and electronic assembly. Unit was also received with the following cosmetic damages: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were not confirmed when no unexpected anomalies or alarms were noted during testing. However, during deconstructive analysis, corrosion was found on the motor home switch. Due to moisture damage, isolate to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.